Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient was connected to the patient line after the sterility cap fell off. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the patient line of a homechoice cassette fell off. This event occurred right before the patient was to be connected. The care giver stated that following the event, the patient was connected to the line. The technical service representative (tsr) advised the care giver to start over with all new supplies. During a follow-up call, the care giver stated that there was nothing wrong with the cassette that they could notice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.